Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1ml ls tuberculin was damaged. The following information was provided by the initial reporter: the customer reported that the barrel was melted.

Event description:
It was reported that syringe 1ml ls tuberculin was damaged. The following information was provided by the initial reporter: the customer reported that the barrel was melted.

Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, barrel damage was observed. The team was unable to determine scale marking nonconformance. A device history record could not be evaluated as the lot number is unknown. The team investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel damage could have occurred at the assembly machine. At the syringe assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of barrel damaged could be due to the defect sample not being kicked-out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel was stuck at the assembly dial. A new air-jet will be fabricated to improve the auto-reject station to increase air flow and improve proper kick-out of the rejected parts. Communication with the production technicians to raise awareness on the reported defects. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.